Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: saw attachment device and quick coupling device. Therapy date: unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device hisses when connected to the air hose and had a loss of power. It was reported that the device was being used with a saw attachment device and quick coupling device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2019. All available has been disclosed. If additional information were to become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the compact air drive device and the reported condition that the device hisses when connected to the air hose and had a loss of power was confirmed. An assessment was performed which found that the device was heavily worn out and defective, the device was not working, and the device was leaking. It was further determined that the device failed pretest for check for air leak, check function of soft mode switch (safety system), check triggers for forward / reverse mode, and check the power with test bench. The assignable root cause of these conditions was determined to be traced to component failure due to normal wear. A review of the service history record indicates that the device has been serviced for a service condition that is relevant to the current reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.